Manufacturer narrative:
Initial and final MDR (B)(6) MDR device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that on 1 june 2024 and 6 june 2024 that twenty six infusion set fell of during use. The infusion set was in use for 20 minutes and 2 days. The patient bg level was found to be 136-375mg/dl. No further information available.